Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing the station. The technical support specialist (tss) dialed into the server and checked the affected patient. The tss identified the correct patient using the sample provided by the customer. The tss noted that the affected patient was in an unknown admit status with a placeholder visit type. After checking structured query language server management studio and running queries, the tss discovered that the patient had received only order messages, not active directory messages, which caused the placeholder status. The tss advised the customer to contact the hospital information technology team to verify issues. Meanwhile, the customer restarted services on the care fusion coordination engine side but found no changes, indicating the issue was on the hospital active directory side. The customer attempted to reach the active directory team to resolve the issue. Eventually, the tss confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es orders were not crossing to the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.